Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the foley catheter sterile water cannot be injected. The syringe was properly attached to the valve and water was injected, but there was considerable resistance and water could not be injected.

Event description:
It was reported that before use the foley catheter sterile water cannot be injected. The syringe was properly attached to the valve and water was injected, but there was considerable resistance and water could not be injected.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual inspection noted the catheter balloon was asymmetrical (80:20). With some resistance, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively using returned syringe and only 2 ml could be withdrawn. Attempted to deflate balloon with in-house luer lock syringe and solution could not be withdrawn. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation with both syringes. Neither syringe could withdraw more than 1 ml solution passively. Solution was aspirated with returned syringe. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and pin gauges 0.024¿ and below could freely pass through lumen. 0.025¿ - 0.034¿ took some effort to get through and 0.035¿ and above cannot pass through. Based on physical sample received the product does not meet specifications according to (B)(4) rev 11 which states "shaft must not be damaged or pinched." Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.